Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of call and current blood glucose level was 200 mg/dl. Customer stated that the sensor had change sensor alert and calibration not accepted alert. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).